Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Based on the data and device analysis there was no issue found during the case. The device functioned/operated to specification.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console logs from the reported day of event are not consistent with complaint, and there were no boot-up failures or controller error alarms within (or near) specified time frame. Console was tested in danvers, and was operating within specification. Visual inspection did not reveal any anomalies. Console was power-cycled several times, and no alarms upon boot-up occurred. There was no issue found during the case. The device functioned/operated to specification.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller was turned on and a controller error message was received. This complaint is not related to a clinical procedure therefore no patient involvement.